Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye and magnification was performed and a tiny hole in the silicone tubing was observed. Clear passage and clamp function testing were performed, and no issues were observed. Leak testing was performed and a leak at the location of the hole during leak testing was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set. The patient reported after they woke up they felt fluid and observed a hole in the tubing. The cause of the hole was not reported. Three days later, the patient presented to the clinic with cloudy effluent and was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and cefepime. At the time of this report, the patient outcome was reported as stable. Action with pd therapy was not reported. No additional information is available.